Manufacturer narrative:
The attachment was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was insufficient lube in the upper assembly. This was caused by a loss of lubrication due to the cleaning and sterilization of the product.

Event description:
It was reported that the attachment began overheating while the equipment was being tested during an on-site maintenance visit at the account. There was no pt involvement. There were no adverse consequences reported as a result of this event.